Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, creases fold and opening posterior. A visual and microscopic analysis was performed which identified: opening crease sharp, broken striated, stress marks, wear abrasion and crease fold. Base on the device analysis the final assessment is: an opening crease sharp on posterior due to fold flaw opening. A striated opening due to surgical damage consist in the use of some surgical tool.

Event description:
Patient reported breast feels, "bubbly" and "lumpy".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is rupture and capsular contracture, baker grade unknown . Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade unknown. Device has been explanted.